Manufacturer narrative:
Through investigation it was learned this is the same patient/device that was investigated and submitted under MDR report number 2015691-2017-00135. Refer to MDR report number 2015691-2017-00135 for other details related to this event.

Event description:
Through investigation edwards learned a 25mm aortic valve implanted for approximately nine years, two months, underwent transcatheter valve-in-valve procedure. The reason for valve-in-valve intervention was due to severe symptomatic aortic stenosis with calcification of the leaflets.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient underwent transcatheter valve-in-valve intervention due to aortic stenosis secondary to calcification of the leaflets. Implant duration of the pre-existing surgical valve is approximately 17 years. A 26mm transcatheter valve was successfully implanted inside the existing valve with no complications. No other details at this time.